Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 86 mg/dl at the time of the call. The customer was assisted with the issue and found that occasionally there was a slight bend in the cannula. The customer complained that the pump would go to a threshold suspend because of the issue. The customer was advised to calibrate 3 to 4 times a day and to call the help line if the issue persists. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.